Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smartsite 20mm closed vial access device leaked on 3 occasions. The following information was provided by the initial reporter: when they connect the vial shield to the vial it connects fine. When they invert it and start to draw back, it leaks. Seems to be leaking from the spike. Three instances of leaking; each leak from a different technician. No patient involved; product used in compounding.

Manufacturer narrative:
H.6. Investigation: a mv0520-0006 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 9248. The customer indicates that leakage was observed from between the vial access device and the vial when inverted for drug compounding. A review of the production records from lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. H3 other text : see h.10.

Event description:
It was reported that smartsite 20mm closed vial access device leaked on 3 occasions. The following information was provided by the initial reporter: when they connect the vial shield to the vial it connects fine. When they invert it and start to draw back, it leaks. Seems to be leaking from the spike. Three instances of leaking - each leak from a different technician. No patient involved - product used in compounding.